Manufacturer narrative:
The display was blank due to moisture damage on the electronic and motor assemblies. No further testing could be performed due to the blank display.

Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was observed beneath the display and the insulin pump emitted a constant tone. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.